Manufacturer narrative:
Should not have been selected in the initial medwatch report.

Manufacturer narrative:
Failure analysis (fa) lab received a vela main board. The vela main board was visually inspected. The vela main board was installed into a known good unit. Events log recorded multiple xdcr faults. Circ press transducer test and calibration failed at 0 cmh2o with a/d 32. Exhal diff press calibration passed but seems to be slipping which would cause intermittent faults. Transducer faults are a known issue addressed with an internal action. The vela main board was scrapped.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the ventilator displayed transducer fault alarm. The patient was removed from the ventilator and placed on another ventilator, no patient harm.